Event description:
It was reported via repair work order that the brakes could not fully engage due to worn brake rings and the side rail could not be latched up due to damaged components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not fully engage due to worn brake rings, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the investigation that the side rail could not be latched up due to damaged components.